Event description:
It was stated that as of (B)(6) 2010, the patient was pre-diagnosed with "dysfunctional intrathecal pump" that lead to the replacement of the intrathecal pump and subcutaneous pocket revision. It was further noted that the patient had one revision of his pump before and after the second revision, the position of the pump was such that area of the side port was very close to the skin and had started to irritate the skin. Patient has had several injuries to that area with the risk of pump running through the pocket. The patient therefore now was taken for an urgent revision of his intrathecal pump. The patient was on plavix and aspirin due to history of coronary disease, status post recent stenting. Per patient's cardiologist patient needed to stay on the plavix and aspirin because he had up to 50% mortality if his stent thrombosis. Following a discussion of increased risk of infection and bleeding with the patient, a revision of his intrathecal pump was done. The old pump was removed and under fluoroscopy the proximal portion of the catheter was carefully dissected. A new subcutaneous pocket was fashioned and positioned medial and inferior to the old pump. The new pump was placed and secured in the new pocket. The wound was closed and dressed. The patient was taken to the recovery room in stable condition. Patient received prophylactic antibiotics in the form of 1g of vancomycin prior to the procedure. In the recovery room, the patient was awake. Neurological exam was unchanged. Per telemetry strips, drug delivered via the device was noted as morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, serial #: unk; implant/explant: unk.